Manufacturer narrative:
510k: this report is for an unknown screw locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. It was reported that the patient will have a removal procedure due to unknown reasons. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date a surgery was performed with a femoral neck system (fns) plate, unknown bolt, unknown antirotation screw, and unknown locking screw. The hospital now plans to replace the implants by bipolar hip antroplasty surgery for reasons unknown. It was unknown what are the allegations of the mentioned devices. Patient outcome was unknown. This report is for one (1) unknown - screw locking. This complaint involves (4) devices. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h3, h4, h6: investigation summary: summary of pd investigation: the investigation could not be completed; no conclusion could be drawn, as no product was not returned. Only the uploaded x-rays were reviewed, and no apparent product malfunction could be identified. The following observations can be made based on the provided x-ray images. [1] there is evidence that after reduction and implantation not all fragments are restored to their anatomical position (protruding tip on the femoral neck). [2] from the provided view it is highly possible that the smallest fns construst has been implanted (l= 75mm using the bolt 04.168.275s and the antirotational screw 04.168.475s), since this is the only size where the tip of the ar screw is almost at the same endpoint as the bolt. In addition the gap (space) between the ar screw and the bolt is significantly small, as with the 75mm construct, however this could be rotational as this is not a true ap view of the proximal femur. [3] focusing on the position of the ar screw,it can be seen that the ¿notch¿ shown with the green line (stg extract) is missing on the side of the antirotation screw in the ap view. Inverted x-ray). The view displayed on the x-ray is more similar to (stg extract, incorrect positioning of construct parts). But considering the end tip position, the ar screw seems properly locked into its final position. This can therefore be caused due to the alignment of the x-ray (not truly ap) or due to a shorter insertion of the construct (the construct is inserted under initial controlled collapse). Finally this can be related to the overall positioning of the overall construct. It can be seen that if the view is truly ap then there is a visible inclination of the fns construct (non center-center) where the lateral view is displayed. [4] it is observed that the fns plate is not positioned flush on the bone surface, forming a significant gap between the bottom implant surface and the bone surface. This could have impacted the overall stability and the load distribution. The construct seems to be fully collapsed within the plate barrel as intended. The bolt is no longer holding the proximal fracture (femoral head) in place and there is evidence of a possible cut-out (varus). There is no evidence of a product malfunction, since the bolt / antirotation construct seems locked with each other and still within the plate barrel. The locking screw of the shaft seems to be still locked on the plate. Based on the complaint description and the radio-graphic image, it can be stated that the complaint description is aligned with the patient¿s clinical status. Fns has been removed and replaced by an unknown hip prosthesis. Per the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on jul 20,2018, patient underwent open reduction internal fixation procedure. Post-operative, from the x-ray result on oct 17, 2018, the hospital found the refracture and varus position and decided to replace the implant with the artificial bone head. On october 19,2018 patient underwent revision surgery to replace femoral neck system (fns) plate, unknown bolt, unknown antirotation screw, and unknown locking screw with an artificial bone head. Revision surgery was performed successfully. It was unknown if there were surgical delay. The surgeon commented that patient was severely demented and refracture was accompanied by several falls. The surgeon is doubtful about the fixation of the product because the patient have experienced diversion and fracture in fns case. Patient outcome is unknown. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.